Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported yesterday, we had a newly inserted PICC, that the next day had a hole at the 5cm mark, lot # rejq1580. Unfortunately is was tossed into the garbage upon removal. No hole was noted when it was inserted, the hole was outside the body and not under the securacath. Patient required a new PICC and this one to be removed which caused a delay in discharge home and double the amount of dressing changes. No other information was provided.